Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7075957. UDI: (B)(4).

Event description:
It was reported that the patient had experienced zapping sensation at the right side of the body. It was determined that the patient's spinal cord stimulator (scs) leads were unusable. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient had experienced zapping sensation at the right side of the body. It was determined that the patient's spinal cord stimulator (scs) leads were unusable. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned. Additional information was received that the patient's leads were fractured causing high impedance.